Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intermittent audio output occurred. The patient reported she did not receive a low alert on her receiver when her blood glucose (bg) dropped. Her grandchildren called emergency medical services (ems) and her bg per ems was 32 mg/dl. The continuous glucose monitor (cgm) value was not provided. The medical treatment administered by the ems was not provided. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.